Manufacturer narrative:
The reported product is not expected to be returned as the customer reported discarding the product. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother, who is the caregiver called and reported that the customer receiving ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor. It was further reported the customer did not experience any symptoms however, based on the sensor scan, the caregiver treated the customer with sugar. The sensor continued to display ¿lo¿ message compared to a reading of 409 mg/dl obtained on the reader. The caregiver administered insulin (dose unknown) as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
The customer¿s mother, who is the caregiver called and reported that the customer receiving ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor. It was further reported the customer did not experience any symptoms however, based on the sensor scan, the caregiver treated the customer with sugar. The sensor continued to display ¿lo¿ message compared to a reading of 409 mg/dl obtained on the reader. The caregiver administered insulin (dose unknown) as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.